Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. .

Event description:
A customer reported that the system message displayed and had illuminator issues during a vitrectomy procedure. The system was exchanged and the procedure was completed with no harm to the pt.